Event description:
Spontaneous call, pt states that her pump is malfunctioning with an error code of 1838. Pt could not troubleshoot pump by changing batteries on changing cassette. Pt is infusing on backup pump just fine. Replacement pump was shipped out. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes. No other info known. Reported to (B)(6) by pt/caregiver.